Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-89656. This report was submitted as a duplicate report of the previously submitted report

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused a nodule in the lung and fluid in the ears. The patient did report receiving medical intervention and saw a physician. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.